Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
Per the clinic, the implant site was revised on (B)(6) 2013; during the same procedure, a new abutment was placed. The implanted device remains. This report is filed on april 11, 2014.

Manufacturer narrative:
(B)(4).